Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Critical pump error (open book image) not confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Device failed the sleep current test and active current test due to moisture damage on the electronic assembly. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received critical pump error alarm with an open book image on the display with moisture exposure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.